Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and another manufacturer's lead exhibited an high out of range pace impedance measurement. The device was reprogrammed and remains in service. No adverse patient effects were reported.